Event description:
The user received an erroneous ethanol result for one patient sample. The initial result was 0.0 mmol/l (negative). The sample was repeated on (B) (6) 2010 and a result of 22.0 mmol/l (positive) was received. The user performed troubleshooting and then repeated the sample. The results were 18.5, 18.8, 22.0 and 22.0 mmol/l. No information was provided to determine if the erroneous result was reported or if the patient was adversely affected. The ethanol reagent lot number was 62130301.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
A complaint was received from a hospital regarding inaccurate readings on an adc blood glucose meter in comparison to the lab readings. It was reported that a meter reading of hi (greater than 27.7 mmol/l) was received within 10 minutes of a lab reading of 3.2 mmol/l. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
No product malfunction was detected. A pre-analytical issue is assumed as the root cause for the discrepant measurement. The issue can be attributed to a blockage of the sample needle, possibly fibrin, or by the aspiration of air from a bubble. No adverse event was associated with this case.